Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 2 devices had components with a short circuit, 2 had worn components, 1 had damaged/broken components, 1 had a calibration issue, and 1 unit did not have a properly charged battery. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported zoom disengaged during use. There was no patient involvement.